Event description:
ICU patient (pt) undergoing work up for advanced heart failure therapies. Pt receiving norepinephrine drip and the pump failed and she became hypotensive for about 10 minutes with maps (mean arterial pressures) decreased to as low as 29. She was given epi 1mg push x2 and since initial pump could not be restarted, a backup pump was utilized to resume infusion. Patient's map increased thereafter.